Event description:
It was reported that after 5 minutes of use, the fiber broke approximately 5cm from the connector. It is unknown how the case was completed. There was no additional information available. Pt outcome: "no damages to the pt".

Manufacturer narrative:
Fiber analysis: the fiber was found to be broken and separated at the connector; the fiber jacket at the break location was also observed to be burned. The most probable root cause of the device failure most likely resulted from user handling/excessive bending during the procedure.